Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the venovo venous stent. During the procedure, midpoint of stent failed to oppose vessel wall and manual manipulation needed to release stent from inner sheath. It was reported that the part of the handle was broken off. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter system is in used condition without stent, which reportedly has been deployed inside the patient. The distal end of the system was found cut off with a clear cut, and the distal end of the stent sheath, and inner catheter including si stent cushion, pusher and tip is missing; therefore, a closer evaluation of the stent cushion for expansion issue is not possible. Furtherly, the joint j1 (stent sheath/ proximal sheath) is pressed inside the stability sheath and the release cord is detached from the slide block. The force transmitting proximal sheath is broken distal to the slide block with delamination which indicates that excessive release force must have been present. The stent sheath was found with compressive deformation. The investigation leads to inconclusive result for stent expansion issue, and confirmed result for break of the proximal sheath, detachment of the tether from the slide block, and deformation of the stent sheath. An indication for a manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as inconclusive for stent expansion issue, but confirmed for break of the proximal sheath, detachment of the tether from the slide block, and compressive deformation of the stent sheath. A definite root cause for the reported event could not be determined. Labelling review: a review of the relevant instructions for use (IFU) for this product was conducted. The IFU was found to address potential worst case complications and adverse events potentially related to expansion issues such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, stent fracture, and malposition. The IFU further state: 'hold stability sheath. Do not hold or touch the dark moving sheath. Note: do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding accessories the IFU state: '10f introducer for stent diameters of 16 mm, 18 mm and 20 mm 0.035 inch (0.89 mm) diameter guidewire'. The IFU further state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.' G2, g3, h6 (device, component, method, result, conclusion) . Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the venovo venous stent. During the procedure, midpoint of stent failed to oppose vessel wall and manual manipulation needed to release stent from inner sheath. It was reported that the part of the handle was broken off. There was no reported patient injury.